Event description:
Isolette alarmed at 22 degrees celsius and when immediately read 41 degrees celsius. Baby's temperture increased from 98.4 degrees farenheit to 100.8 degrees farenheit. Baby moved to another isolette. No other treatment necessary.